Manufacturer narrative:
A ge representative evaluated the system and replaced the motor control unit. The system operates as intended.

Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. This is critical for the type of imaging the motorized c-arm was designed for. There was no death or injury reported in the event described in this complaint.